Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to corroded battery cap contact. No cracks noted on display window. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 153mg/dl. Father called in stated the insulin pump does not work, after multiple battery changes. He stated there are no error alarms; the only issue is that it won't turn on. Father stated there was damage on the pump. He stated there was a crack by the reservoir and screen. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.